Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high readings compared to a lab reading, and was missing the control solution from the starter kit. The complaint was classified based on the customer care advocate (cca) documentation as well as during a follow up call with the patient on (B)(4) 2013. The patient reported the lfs meter was reading inaccurately high for several days prior to the start of symptoms. The patient reported waking up feeling ¿poor¿ and his daughter and son in law said he ¿went nuts.¿ the patient¿s daughter reported the patient had symptoms of ¿extreme pain he couldn¿t locate, his hands were lower than his heart, wasn¿t making any sense, was screaming, legs flickering around, and holding wrists under his chest.¿ the patient¿s daughter stated she immediately called emergency medical services (ems). The patient stated when ems arrived they gave him IV dextrose, however he could not recall any blood glucose readings. The patient reported he was transported to the hospital sometime later and his symptoms had subsided upon arrival. The patient¿s daughter reported his labs revealed ¿elevated heart enzymes, while liver and kidney function were fine.¿the patient reported readings of ¿186mg/dl¿ were obtained on the lfs meter while ¿132mg/dl¿ was obtained on the lab reading. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. The patient was found to be using an approved sample site for testing. The cca confirmed that there was no control solution was missing from the kit. Replacement products were sent to the patient. The meter involved in this complaint was returned to lfs and evaluated on (B)(4) 2013 with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event because the patient claims due to the meter issue he developed symptoms suggestive of a serious injury and required treatment from a healthcare professional. (B)(4).

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The test strip vial was also returned however the vial was empty. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.